Event description:
Physician deployed a celt to close a 6f sheath in a common femoral artery. Immediately after ejection of the implant the patient bled from the puncture site. Manual compression was applied to achieve hemostasis. The physician used flouroscopy to discover the implant was in a branch of the profunda femoris. The patient had no symptoms of decreased arterial perfusion and no complications and thus was discharged on time without incident.

Event description:
Physician deployed a celt to close a 6f sheath in a common femoral artery. Immediately after ejection of the implant the patient bled from the puncture site. Manual compression was applied to achieve hemostasis. The physician used fluoroscopy to discover the implant was in a branch of the profunda femoris. The patient had no symptoms of decreased arterial perfusion and no complications and thus was discharged on time without incident.